Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Review of event history log not applicable. Functional testing was able to replicate the reported issue; the pump was found to be overdelivering. The expulsor assembly was also found degraded and cassette sensor diaphragm seal rubber was damaged on one of them. The root cause was determined to be the degraded expulsor assembly. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed it's accuracy. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.